Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the upper arm vessel (fistula)t. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for treatment. However, during inflation, the balloon was busted and had to be removed. The procedure was completed with different device and the patient fully recovered.